Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "event description for left side was noted as ''rupture''. "The left breast implant has evidence of rupture with extracapsular silicone noted in the 5 o'clock position 4cm from the nipple. There is a left axillary node containing echogenic silicone is also noted." This is for the left side device. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "event description for left side was noted as ''rupture''. "The left breast implant has evidence of rupture with extracapsular silicone noted in the 5 o'clock position 4cm from the nipple. There is a left axillary node containing echogenic silicone is also noted." This is for the left side device. The device has been explanted and replaced with non-allergan device.